Manufacturer narrative:
(B)(4). Final device analysis of the pump revealed s2 corrosion and/or mechanical wear. There was residue seen on the pinion of gear 1 and gear 2. There was residue seen on the top bridge assembly where gear 3 protrudes through the plate. The pump logs showed motor stall recovery.

Event description:
It was reported that over the last three months, the pt had not been receiving sufficient relief. There was a reported motor stall within the past week. The pt also desired a larger volume pump, so that the refills would be less in frequency. The 20cc pump was replaced with a 40cc pump. The medications being delivered via the device system were bupivacaine at 30mg/ml and fentanyl at a concentration of 11500 mcg/ml. The pt recovered without injury or sequela.